Event description:
It was reported this a closure of an unknown vessel. Reportedly, the starclose device was deployed, but when the device was removed from the skin, the clip was visible on the distal tip of the device. An unknown method was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.